Manufacturer narrative:
This report is for an unknown cable/wire/unknown lot. Part and lot numbers are unknown, UDI number is unknown. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the open reduction internal fixation surgery for the femoral subtrochanteric fracture with cable tensioner in question. During the operation, when the cable was inserted without fully turning the knob of the cable tensioner counterclockwise, the cable did not pass through the center of the tensioner and got caught in the gap. While turning the grip knob clockwise and counterclockwise repeatedly to remove it, the cable could be removed at all. The cable was cut and operated in a clean field, but it could not be handled. Finally, the trochanter was fixed only with long nail without using a cable. The surgery was completed successfully within a thirty (30) minute delay. The patient outcome was reported as stable. No further information is available. This report is for one (1) unk - cable/wire. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d10 h3, h6: the product was returned to us customer quality (cq) for evaluation and was forwarded to supplier: rti surgical for manufacturing investigation. Rti surgical conducted visual inspection and functional testing of the returned device. Visual analysis of the returned sample revealed that cable jammed in the groove of the collet assembly where the 4mm pin¿s slide through. Tensioner was routed to instrument assembly for disassembly to have the cable removed functional test was performed, in accordance with rti surgical procedures, and no issues were identified with the device during the analysis. As part of rti surgical quality process all devices are manufactured, inspected, and released to approved specifications. Document/specification review: document/specification review was not performed due to unknown part and lot number. Dimensional inspection: a dimensional inspection was not performed due to the device received condition and unknown part number. The event described could be confirmed as the cable was returned which was stuck in the cable tensioner but the cause cannot be traced to the device as the device passed functional test; there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.